Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the explant was successful and the hospital disposed of the implantable neurostimulator and lead.

Manufacturer narrative:
It is noted the date of event is an approximate date. Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# va0llse, implanted: (B)(6) 2015, product type: lead.

Event description:
The consumer and healthcare provider (hcp) via the representative reported an explant. The representative confirmed the implantable neurostimulator (ins) was turned off prior to explant. The patient was having the system removed because the lead was coming out through her old incision. The patient showed the representative and the representative could visually see the lead was directly under a thin layer of skin and was quite visible. It was indicated the patient never saw a representative for reprogramming as she was not aware that was an option. An impedance check revealed all the impedances were within normal range. The patient was reprogrammed and she was able to feel the stimulation in the bicycle seat area. The representative noted the patient and physician were committed to the explant on the day of the call. It was reviewed with the patient that she may see a change in her symptoms even though she does not believe the system had been helping her enough. It was unknown how the event was identified or what led to the event. The issue was not resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.